Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer reported insulin pump was beeping when no current alarm banner was present on the insulin pump. Customer stated that the insulin pump kept beeping at them and they wanted to stop it. Customer checked alarm history and had some alerts but customer stated beeps were not related to it. No harm requiring medical intervention was reported. The device will not be returned for analysis.